Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the patient was experiencing an increase in seizures that were above pre-vns levels. Also at the same time the patient had painful stimulation in her neck. Diagnostic tests were run and high impedance was not seen. However the physician said that the generator was found to be at ifi = yes. The patient was then referred for generator replacement surgery. It was later reported by the patient's caregiver that the around (B)(6) 2015, the device would not disable with use of the magnet. Eventually the patient started to have a decreased perception of stimulation. At this time the caregiver held the generator over the device for over 5 minutes in an attempt to disable the device. However, the device would not turn off and the patient then went to see the physician who disabled the device with a programming system. The generator was replaced and in pre-op the diagnostics were within normal limits with an impedance value in the low 2000s. The battery also showed to be half full. During follow up the physician provided an x-ray report from a third party facility. The report compared a recent x-ray to an x-ray from 2015 and indicated that the vns appeared to be intact. The physician did not provide a copy of the x-rays for an internal review. The explanted product has not been returned for product analysis to date.

Event description:
The patient underwent generator replacement surgery. The diagnostic testing was performed in pre-op and the results were reportedly normal and the generator was reported to be at end of service. The explanted generator was returned and is currently pending product analysis.

Event description:
It was reported that the magnet swiping technique was not observed. The physician indicated that the generator was likely malfunctioning. It was later reported that the surgeon inadvertently did not replace the patient's generator during the replacement surgery. A new generator was opened; however, the surgeon inadvertently reimplanted the explanted generator. The patient's neurologist plans to have the patient scheduled for generator and lead replacement with another surgeon as soon as possible. No known surgical interventions have been performed to date.

Event description:
Product analysis was completed on the explanted generator. The generator was monitored for 24 hours and no variations in the output of the generator were noted. Magnet activations were performed during this monitoring period and the generator provided the appropriate magnet stimulation. Product analysis found that the generator performed to functional specification. A review of the generators internal data found that the battery had 2.673v and the battery indicator was ifi=yes. Additionally, the internal data showed that the last >25% change in impedance value was on the doi (B)(6) 2014. The prechange value was 0 ohms and the postchange value was 2000 ohms.

Manufacturer narrative:
Corrected data: date received by manufacturer; "08/31/2016" this information was inadvertently left off on mfg. Report #4.